Event description:
Info received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The tech found the problem to be a faulty emergency trend valve. The emergency trend function still works. The tech replaced the emergency trend valve to repair the bed.